Event description:
It was reported that the ilet displayed vertical lines on the screen, making the display difficult to read and rendering the touchscreen function unreliable; the device¿s water resistance was deemed compromised and a replacement was arranged. Customer care provided support that included device replacement logistics. Investigation of this case revealed a display visibility problem associated with the touchscreen and an ambient light issue, with the cause traced to a component failure. No clinical signs, symptoms, or injury during the event reported. Outcomes included no health consequences or impact. It was concluded, based on previously established findings for similar reports, that the cause was component failure.